Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain two in peritoneal dialysis. All tubing and bags have been removed and disposed of. The care giver was unable to answer troubleshooting questions, but stated they think the alarm happened in drain two. The technical service representative explained the alarm as an air detect alarm and that being in drain, the only place the air could come from is the patient line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.